Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument to test for sars-cov2 false positive results were obtained by the laboratory personnel. A repeat test was performed to confirm the results. There was no indication that results were reported out and there was no report of patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system. Eua# (B)(4). The following information was provided by the initial reporter: "the customer said after a positive pooling result, the samples were run separately and were all positive. Upon repetition of the samples only one was positive in the end."

Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "correlation/repro/discrepant" result. Customer reported that they had a run with all positive results, but a repeated run yielded only one positive result. Customer provided the database to service. Service reviewed the database for the affect run and determined that the samples were contaminated and mishandled. Application specialist noted that this is a single event and the issue did not occur again. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2020, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No sample was returned for investigation, therefore returned sample analysis was not performed. Root cause is determined to be due to workflow. The complaint is unconfirmed as the issue was due to workflow. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument to test for sars-cov2 false positive results were obtained by the laboratory personnel. A repeat test was performed to confirm the results. There was no indication that results were reported out and there was no report of patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system eua# (B)(4). The following information was provided by the initial reporter: "the customer said after a positive pooling result, the samples were run separately and were all positive. Upon repetition of the samples only one was positive in the end."